Event description:
On 1/95 pt began to have gastric problem, diahrrea and weight loss. Spent thousands of dollars on standard tests and then an MRI of breast implants revealed both had a rupture. She has lost 20 lbs, has trouble sleeping and developed a sensitivity to wheat glutens and excess sugar in diet. Tests revealed many viral and bacterial pathogens in blood. Implants with silicone are known to cause malabsorption of fats. Rptr's body let down after contending with these devices for 20 years.